Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in fair condition with a damaged case. Customer's complaint of double beep alarm was verified. The event log shows no related errors. Service replaced the downstream occlusion sensor . Use testing was performed. The problem source is the defective component of the downstream occlusion sensor.

Event description:
Information was received that the cadd legacy pump had double beep no cassette alarms. No reported adverse effects.